Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An office manager reported that an ophthalmic gas regulator valve failed to fill a syringe. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The regulator sample was returned to the manufacturer for evaluation. The sample was tested per the final test procedure whereby it did not pass the flow specification testing. The customer complaint was confirmed. A review of the manufacturing records for this lot number noted that the product met specifications at the time of release. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).